Event description:
Additional information was received from the clinic that the emergency room report did not find any rhythm concerns to explain syncope.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing a syncopal event. Boston scientific technical services (ts) was contacted as the medical personnel had questions about the types of episodes stored around the time of reported syncope. The clinic did not send the episodes into ts for review and did not discuss the patient symptoms any further. The cause of the syncope remains unknown. The pacemaker remains in service and no additional adverse patient effects were reported.